Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) was defective and part of the recall. No troubleshooting was performed and the clinic did not try to replace anything. Log files were not available, and there was no patient consequence as a result of using this mpu. The mpu had a v lock connector on the ac power cord. The ac power cord did come loose from the wall outlet or the back of the unit. It was unknown if there were any environmental circumstances that affected ac power.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the mobile power unit (mpu) (serial number: (B)(6) not functioning as intended was unable to be confirmed. The mpu was not returned for analysis and no log files or other documentation were submitted for review. Provided information indicated that log files were unavailable for review, that there were no patient consequences due to use of the mpu, that the mpu had a v-lock connector, that the ac power cord did not come loose from the unit or the wall, and that it was unknown if environmental circumstances affected ac power at the time of the event. The root cause for the reported event was unable to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (doc#: (B)(4), rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.